Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that customer was hospitalized due to diabetic ketoacidosis and high blood glucose on (B)(6) 2020 with blood glucose of 480 mg/dl. Customer treated with insulin drip in the hospital. Based on customer report customer did not allege insulin pump was under delivering. Customer experienced symptoms such as nausea, vomiting, dry mouth and frequent urination. Customer stated insulin pump had insulin flow blocked alarm. Customer declined troubleshooting. The insulin pump will not be returned for analysis.